Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain troubleshooting steps completed, confirmation of any part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) was attempting to redownload the device software, but the touchscreen was unresponsive over the download software field of the display. The bme calibrated the touchscreen but was still unable to use the same portion of the touchscreen. This investigation is ongoing.